Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 7103666.

Event description:
It was reported that the patient experienced a lack of coverage due to lead migration. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.